Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. Unit received with the base handle was resized due to handle was closed without 6in transitional installed and deformed hole. Shock cushion and 1/4in pin also adjustment wrench were replaced from being worn. The unit needs repair, and replacement of worn and damaged parts. General maintenance and cleaning required. This device exceeds its expected life of 7 years (manufactured in 2008) and replacement is highly recommended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00499. A facility reported that the mayfield ultra base unit (a2101) was not holding. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.